Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory for impella placement and that the physician could not get the impella to calm the left ventricle and the patient was shocked five times. The physician attempted to resolve this by placing the impella deeper and shallower, but the patient would still go into ventricular fibrillation. The decision was made to remove the impella due to the size and irritated left ventricle. The physician reported upon follow-up that the patient was chest pain free.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.